Manufacturer narrative:
(B)(4). The customer reported that a monitor fell and damaged the screen. No patient harm was reported. The available information does not support that this was a malfunction, but philips has not yet verified that the monitor falling does not represent a health risk. Note that this device has no separate screen - the display is integral to the monitor. We are considering that a user dropped the monitor (transport monitor) and damaged the screen. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and damaged the screen. No patient harm was reported.